Event description:
It was reported that the right ventricular lead had loss of capture on the electrogram (ECG) after the device was interrogated, however no loss of capture was noted during the capture threshold test and the threshold was within normal limits. Review of the interrogation data revealed intermittent loss of ventricular sensing due to low amplitude r waves being undersensed. Loss of capture was noted because the ventricular pace was so close to the intrinsic r wave. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.